Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
The end user reports weepy skin under peristomal skin where the eakin seal adheres. The end user feels like she is allergic to something in the product and states the blistered like areas have been around the stoma since after surgery. She states that the eakin seal is difficult to remove and feels the trauma of removing it may also be contributing to the skin issue. No further information has been provided.

Manufacturer narrative:
A batch record review, was performed during another similar complaint, and no discrepancies were found. Therefore, no additional investigation is required. We were unable to identify a root cause for this reported failure at this time and with no product sample, no further investigation can be performed. Should a product sample be returned a later date, additional investigations will be performed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 10, 2017.